Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient." No patient injury of consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Product number 528135 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 20 staplers were taken from the current production from p/n 528235 visistat 35w 6/box lot# 73a2400222 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler during use on patient." No patient injury of consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. An investigation within teleflex was opened by the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.